Event description:
There are multiple problems occurring with these devices.device 1: does not sense closed door on pump; door does not completely latch when loading tubing.device 2: pump does not sense loaded tubing.device 3: pump does not sense tubing in slide #2.this facility has submitted multiple reports over the last approximate 18 months regarding this type of event with this device. The facility has been in contact with the manufacturer on a regular basis. Devices have been returned and the manufacturer has been on-site regarding the problem. The facility is aware of the manufacturer's urgent correction notice z-0197-2014 and has followed the manufacturer's instructions. The problems persist. This facility has over 1,000 of these pumps. Patients are experiencing interrupted therapy because of these problems. Because of ongoing issues with this device, the manufacturer and leaders of the facility met to develop the following plan:the manufacturer will provide a pump with a different operating system and sensors to pilot for two months on selected nursing units.this pump is intended to reduce/eliminate the number of nuisance alarms.if successful, the manufacture and the health system will negotiate mutually acceptable terms to replace existing inventory.